Event description:
Green plastic trials 8mm and 10mm left plastic fragments in the knee when surgeon was trialling. The surgeon wiped them out with a sponge and irrigated the pt's knee with surgilav. The surgeon commented that he though the problem was from a sharp raised piece on the femoral trial size 2.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #: 9610726-2012-00074.